Event description:
It was reported from a clinical study that a patient underwent a second stage right total hip arthroplasty. Cultures from the revision returned positive for fungal infection after the procedure was complete indicating that the initial infection was not yet eradicated. The patient returned to the ER with signs of ongoing infection. The patient underwent an incision and drainage with stem, head and liner. The patient was discharged 8 days later with no further complications.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.